Event description:
The hospital reported the right front caster broke off the unit. The unit did not tip or fall. There was no patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The base of the unit was replaced to resolve the reported issue. No report of patient involvement. Legal manufacturer: hcs madison - (B)(4).